Event description:
On 2/7/93 pedicular screws were implanted. Immediately following surgery rptr experienced severe pain. (Stabbing, pressure-most recently, breathing problems) drs at the time advised-these were all symptoms of recovery. Most recently it was discovered that the screws are broken. Surgery pending 9/19/94 for removal of screws.